Event description:
Caller alleged discrepant false negative hcg results for one patient. Results as follows: customer reported that dipsticks didn't work five times on one patient. Patient was "fairly far along". Urine specimen: fresh, not first morning. No urine specimen was available to submit for investigation. No patient information or other details provided.

Manufacturer narrative:
Lot number: hcg0040187, expiration date: 03/2012. Control: 25 miu/ml hcg urine lot: hcg110328-01, 100 miu/ml hcg urine lot: hcg110307-01, 202.7 iu/ml hcg urine lot: hcg110810-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25 miu/ml hcg urine control at three minute read time. (N=5). The 100 miu/ml hcg urine control yielded clearly positive results at three minute read time. (N=5). The 202.7 iu/ml hcg urine control yielded clearly positive results at three minute read time. (N=5). From return and retain testing with in-house control, the client's result was not replicated, and the product performed as expected. This is the first complaint reported for lot #hcg0040187. Corrective action not required at this time.